Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via clinical study regarding a patient receiving fentanyl 2000mcg/ml for a total dose of 749.3mcg/day and bupivacaine 20mg/ml for a total dose of 7.493mg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on (B)(6) 2016 programming report showed the pump was interrogated post magnetic resonance imaging on (B)(6) 2016. The results of the device interrogation on (B)(6) 2016 was a pump motor stall. The pump was reprogrammed on (B)(6) 2016. The event resolved without sequelae on (B)(6) 2016. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related, and related to a MRI. The event date was (B)(6) 2016. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported pump interrogation showed a motor stall recovery occurred on (B)(6) 2016 at 15:15. It was noted the patient's baseline weight was not measured. Additional information received from healthcare provider (hcp) via clinical study on (B)(6) 2017 indicated a motor stall occurred at 14:46 on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider (hcp) via a clinical study indicated the outcome of the event resolved without sequelae on (B)(6) 2016 not (B)(6) 2016 as previously reported. No further complications were reported/anticipated.